Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. The device was returned to a third party service center and no malfunction of the device was observed. The device's lcd was able to be viewed.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.